Event description:
The many illnesses that I have, all started, and have all been getting worse since I first implanted silicone / saline bags in the mid-nineties. Today, was the scariest symptom. While quietly sitting at a cafe, my vision became so blurry, I became frightened that it would remain that way. The list of symptoms are: blurry vision, dry eyes, brain fog, loss of memory, choking, eruptions on my face that won't heal properly; dry skin, gun decay, hair loss, exhaustion, swollen lymph nodes, migraines headaches, joint and back pain; pain around my implants, indigestion, insomnia, night sweats. I feel like I'm 92, but I am only (B)(6). I have been to gp's, endocrinologists, orthopedic drs, and my plastic surgeon for help. No one suggested that my implants could be toxic to my body. I had to find it out on my own and meeting other women with implants that have the same symptoms. I have scheduled explantation and I hope that I can heal properly from the surgery. Please warn others that my implants are toxic. They are mentor siltex mpp implants. Due to the add'l costs to test for toxicity on top of the $(B)(6) I have to come up with, I have to rely upon my plastic surgeon, (B)(6), to test anything that looks questionable from my explant. My surgery is scheduled for (B)(6) 2019 at 2:30 at (B)(6) center, (B)(6). FDA safety report ID# (B)(4).